Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. The patient reported that group b worked for their pain, but the other groups did not help since implant. There were times when the patient wanted to target more of their pain, but there was too much pain when the patient tried group c for a week. Group a depleted the ins too quickly; the ins had to be charged four times a day with group a. The patient was awaiting an appointment with their healthcare provider (hcp) to get new programs/adjust settings. No further complications were reported. Relevant medical history included epilepsy.